Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat kaolin act cartridge was difficult to fill. Based on the information at the time, there was no injury associated.

Manufacturer narrative:
Retain testing in support of customer complaint investigation confirmed the customer's report of difficult to fill cartridges. Apoc product action number: (B)(4) MDR 2245578-2010-00125. (B)(4).